Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a natural birth delivery, while doing episiorrhaphy, the thread broke when knotting. The surgeon continued with another suture of the same brand and lot to resolve the issue. There was no patient injury.